Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Consumer states his mother in law woke up one night and the legs of the bed were raising and lowering on their own. Consumer states that he took the control box off of the bed and can see a burn mark and when he smelled the control box it smells burnt.